Event description:
The operator of an aptio instrument injured her back when lifting the tube waste bag from the storage module. The operator took time off work and had to consult with a general practitioner. The operator had an x-ray taken as well as chiropractic treatment.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The default value for the waste bag is 5000 tubes. The waste limit at the site was set to 1000 tubes and was lowered to 800 tubes as a result of the event. The instrument is performing according to specifications. No further evaluation of the device is required.